Manufacturer narrative:
The pt was contacted for add'l info and requested that no further contact be made by davol. We do not have a lot number therefore a review of the mfg records could not be completed. Based on the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. This MDR includes all pt, event and device info davol has received to date. Should the pt contact us with add'l info, a follow up MDR will be submitted.

Event description:
The following has been alleged by the pt: in 2005 - pt underwent a total abdominal hysterectomy. In 2007 - pt developed a recurrent hernia and underwent abdominal hernia repair. On (B)(6) 2013 - pt was implanted with a 3d max mesh during a right side incisional hernia repair. The pt alleges that for several months she has been experiencing debilitating pain. She alleges that she has had CT scans and ultrasounds that show normal postoperative changes that her surgeon states her chronic abdominal pain is due to shrinkage of the mesh. She alleges that she is being treated with oral medication and pain injections. She alleges that her life has been severely impacted due to the chronic pain.